Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken. The resolution is inadequate. The pixelshift is incorrect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue was due to a broken video cable and charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the rigid video laparoscope exhibited image issue. The issue was identified at the time of inspection for use. There were no reports of patient involvement.